Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ruptured balloon is confirmed, use related. The product returned is one 18f tri-funnel replacement device. Use residue is apparent throughout the sample. The balloon is fully ruptured circumferentially between the two connection points, with discoloration and permanent deformation noted within the remaining sections. The split surfaces of the balloon appear granular, with an irregular overall edge pattern. As the irregular edge pattern, granular surface texture, and permanent deformation are consistent with over-inflation, the complaint is confirmed as use related.

Event description:
It was reported that the gastrostomy tube was passed on (B)(6). On (B)(6), the nurse who was on duty at night, noted that the balloon had broken. Note: the device was used with polihart and connected in the appropriate medication/nutrition infusion duct. After that the device was withdrawn and passed provisorily a foley probe, on (B)(6) 2017. It was necessary to cut the probe to remove the ¿bulkhead¿ and place it in the foley.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngax1139 showed one other similar product complaint from this lot number. The complaints for this lot number (ngax1139) have been reported from the same facility. Device not yet returned.

Event description:
It was reported that the gastrostomy tube was passed on (B)(6). On (B)(6), the nurse who was on duty at night, noted that the balloon had broken. Note: the device was used with polihart and connected in the appropriate medication/nutrition infusion duct. After that the device was withdrawn and passed provisorily a foley probe, on (B)(6) 2017. It was necessary to cut the probe to remove the ¿bulkhead¿ and place it in the foley.